Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that some of his contacts were not functioning so there might be a connectivity problem. The patient underwent a revision procedure wherein a lead and splitters were replaced. Malfunction was suspected due to the high impedances. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4). Description: infinion 1x16 perc lead kit-50cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit 30 cm the explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that some of his contacts were not functioning so there might be a connectivity problem. The patient underwent a revision procedure wherein a lead and splitters were replaced. Malfunction was suspected due to the high impedances. The patient was doing well post-operatively.